Event description:
Patient presented to the physician with an infection. Physician prescribed antibiotics. This resolved the issue.

Event description:
Patient presented back to the physician with infection. Physician prescribed additional antibiotics. Patient presented back to the physician with infection and dehiscence at the chest incision. Physician brought the patient into the or and removed the inspire system. This resolved the issue.